Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-iup1: device evaluation hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Per review of the logfiles, on the date of the event the device alarmed with tf5507. The exact circumstances of the occurrence are unknown. However, it is important to emphasize that no patient was involved at the time of the event. The root cause was identified as a defective mixer valve, which was subsequently replaced. Following the replacement, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the unit was showing tf:5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented inproduction. Investigation ongoing.